Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator restarted during operation in normal ventilation mode. The customer reported device was in use on a patient and there was no patient harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse). The biomedical engineer reported the device was serviced by a 3rd party service company and the main pcb board was replaced as a precaution because the reported restart occurrence was not duplicated.